Event description:
A talent aaa stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal aortic neck measures 33mm in diameter and 40mm in length. The degree of neck angulation is 15 degrees. Vessel tortuosity is minimal and no presence of calcification. It was reported that on a routine follow up scan, the talent bifurcate had migrated approximately 2.5cm. A proximal type endoleak was not present. The aaa has continued to shrink. It is now 4.6cm, but the physician wants to be proactive before it loses seal and results in a type ia. An intervention was performed and an endurant cuff was implanted along with aptus staples resolving the event. The physician believes the cause of the event was due to disease progression; neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).